Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer reported that the device displayed defib fault 72. Device logs confirmed multiple occurrences of this fault. During evaluation, the issue was intermittently duplicated but could not be consistently verified. The pace/defib (pd) engine board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.